Event description:
It was reported that, during a knee arthroscopy, the acufex straight probe broke. It is unknown how the surgery was finished or if there was a surgical delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported, 010001 straight probe. Intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed. And the customers complaint cannot be confirmed. From the information provided, ¿during a knee arthroscopy, the acufex straight probe broke¿. An exact root cause cannot be determined with confidence. However, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements, and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed. And indicated similar allegations for the lot number reported. No further investigation is warranted at this time.